Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the pulse generator exhibited a loss of capture. The physician elected to no longer use and replace the device. The patient was in stable condition post surgery.